Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because data port cover does not stay in place and issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the meter was found to have a broken data port rubber and the meter casing paint peeled.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
No product is expected to be returned.